Event description:
It was reported the lead was dislodged; subsequently, it was removed and replaced. The patient is enrolled in the starfix extraction study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.